Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During shift check, the customer reported that the autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart), (ua) 18 (max take-up revolution exceeded) and (ua) 02 (compression tracking error) error messages. The customer was unable to clear the (ua) 45 error message after the driveshaft was moved to the "home" position. No patient involvement.

Manufacturer narrative:
The reported complaint of the "autopulse platform (sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message and the user was unable to clear the ua 45 error message " was confirmed during functional testing and archive review. The root cause for the (ua) 45 error was due to the driveshaft not being at the "home position". Usually, the (ua) 45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the root cause of the (ua) 45 error was a failed integrated encoder gearbox likely due to a defective component. The secondary report of the autopulse platform displayed user advisory (ua) 18 (max take-up revolution exceeded) and (ua) 02 (compression tracking error) error messages were confirmed during the archive review but were not reproduced during functional testing. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse platform has detected one of several conditions. The user advisory (ua) 18 is an indication that autopulse platform has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Per the battery hangtag - advisory codes description and action, user advisory 02 is an indication that autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Upon visual inspection, no physical damage was observed. The archive data review showed (ua) 45, (ua) 18, and (ua) 02 error messages around the reported event date. Thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to an intermittent (ua) 45 error even after the driveshaft was moved to the "home position", thus confirming the reported complaint. The encoder gearbox needs to be replaced to remedy the fault. Waiting for the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the autopulse platform with serial number (B)(6).